Event description:
On 04/09/1999 following a diagnostic procedure an angio-seal device was placed in a patient's right groin. Reportedly the physician had difficulty with the deployment. Almost immediately post-deployment the patient was noted to have a "blue foot", and manual pressure was required for persistent bleeding. The patient was taken to surgery where the device was removed and a laceration to the femoral artery was identified and repaired. As of 04/06/1999, there has been no further report to the manufacture of complication or additional patient sequelae.